Event description:
Patient called to report a product issue involving her abbott freestyle libre 3 sensor. She stated the device gives very inaccurate readings and that the readings are always off. Patient is looking to receive a replacement sensor.